Manufacturer narrative:
(B)(4).

Event description:
It was reported that while attempting to implant the lead, the physician noticed that there was an insulation breech. The lead was not used and replaced. The patient's condition was stable post procedure.

Manufacturer narrative:
Analysis was normal, no anomalies were found.